Event description:
It was reported that a patient underwent a hysteroscopy with a flexible hysteroscope, an endometrial biopsy, and an endometrial thermal ablation procedure in 2008, thirteen days later, the patient complained of perfuse watery discharge causing irritation of the vulva. The patient was treated with diflucan and terazol on an unknown date.

Manufacturer narrative:
Date sent to the FDA: 11/05/2008. Infection occurred - conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.